Manufacturer narrative:
The biomedical engineer (biomed) reported that the zm transmitter stopped giving ECG heart rate (hr) readings while in patient use. He tried using different leads, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that the zm transmitter stopped giving ECG heart rate (hr) readings while in patient use. No patient harm was reported.